Manufacturer narrative:
The quality investigation is complete. Device discarded.

Event description:
It was reported that during preparation for a total knee arthroplasty surgical procedure, the blade broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.